Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no. If they were used, was something attached to them? : no. Returned quantity: none (photo provided). Details of the event(timeline, history, etc.): the needle was stuck in the sponge of the insulin pen and couldn't be pulled out. Testing and dialing weren't functioning, and the product couldn't be used. Can you check if there are any cases of something similar to this (photo provided).

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.